Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were called in to cover a revision due to high impedances. The rep checked the lead with the wireless external neurostimulator (wens) and it still showed high. The rep said the hcp will refer the patient out for a lead revision in the future. The rep also reported that during the revision on (B)(6) the pocket was opened and it was discovered that the port plug in the other port had fallen out and there was fluid in the header. The rep asked if this would affect the port that was used or other implications; it was reviewed it would not affect the port that was used but it may affect the other port when/if they want to use it in the future. No further complications were reported.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-07-18. The cause of the low/high impedances, the port plug falling out, and fluid in the header block was reported as the port plug was not secured with the set screw in the ins. The hcp tried to suction the port and slid the port plug in without having to loosen the screw. High impedances were not determined. On (B)(6) 2019 the pocket was opened, and the lead was removed from the ins and reset. Still showed high impedance. They connected wireless external neurostimulator (wens) to the lead and still showed high impedance. The high impedance issues were not resolved. The patient was unable to tolerate further surgery. Physician called the case due to patient safety. The ins was reconnected to the lead in the pocket and both the lead and port plug were secured. Then the pocket closed by the physician. Physician planned to refer patient to a neurosurgeon for complete revision. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3777-60 lot# serial#(B)(6), implanted: (B)(6) 2011, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the ins was checked and he was told that there were 7 electrodes and 5 were shorted out. The patient didn't think the other 2 were working. The patient wanted to set up an appointment with a manufacturer representative (rep). It was reviewed the patient can set up an appointment with the hcp to page a rep. No symptoms or further complications were reported.